Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Evaluation found the connection hooks and battery needed to be replaced due to wear. After replacement, the unit measures correctly, tested on apex tester.

Event description:
Additional information was received indicating that no injury resulted.